Manufacturer narrative:
No further information is available on the repair if the bed at this time.

Event description:
The account alleged that when the cardiopulmonary resuscitation is pulled, the head of the bed will not lower. No injury reported.